Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump subsequently shutdown. The customer's blood glucose level was 500 mg/dl. Reportedly, the customer was going to the hospital for elevated bg; multiple attempts were made by tandem technical support to follow-up with the customer, but no response was received. Customer reverted to manual injections for insulin therapy.